Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an infusion set used with an ilet pump was associated with persistent hyperglycemia following an insulin delivery occlusion that only resolved after a complete supply change; the user reported no visible leakage and no bent cannula, and later provided the infusion set lot number 6008547. Symptoms included elevated blood glucose without successful fingerstick confirmation at one point. Outcomes included the need for a subcutaneous insulin pen injection and temporary disconnection from the pump, followed by reconnection after a monitoring period. Investigation included complaint handling, user troubleshooting and education, and collection of device lot information. Investigation of this case revealed that replacing the infusion set resolved the occlusion and restored insulin delivery. It was concluded that the event was consistent with an insulin flow obstruction at the infusion set level, which was mitigated by a supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.